Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the check result of olympus china, we presume that the reported phenomenon was attributed to a failure in the power supply unit due to aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the examination lamp of the subject device was not working. The user replaced the subject device to another device and completed the procedure. Olympus (B)(4) checked the subject device and found that the examination lamp could not light up and the power supply unit had failure. There was no report of patient injury associated with the event.